Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with low out of range pacing impedance exhibited by the right ventricular lead. However, subsequent measurements in-clinic found that the lead impedance was within normal limits. No interventions were made. The patient was stable.